Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. The following information was provided by the initial reporter: "customer reports precipitate on the slides that looks like gram positive cocci and has resulted in false positives."

Manufacturer narrative:
H.6. Investigation summary : a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated. H3 other text : see section h.10.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. The following information was provided by the initial reporter: "customer reports precipitate on the slides that looks like gram positive cocci and has resulted in false positives."